Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was intermittently too low as one of the pump speaker holes appeared to be obstructed. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.